Event description:
It was reported to philips that the system could not emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a clinical procedure. The patient was moved to another system to complete the procedure. No harm or injury was reported to philips. A philips remote service engineer (rse) connected with the customer who reported that the system failed to emit x-rays and restarting the system was not effective. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the power inverter filament circuit for the x-ray tube was open, causing the tube focus to be unachievable. The fse replaced the power inverter. The defective part was returned for failure analysis and the failure analysis team found that the fuses within the inverter were defective, resulting in filament failure. After the power inverter was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.